Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: a device was received for evaluation. A visual inspection was performed, and it was noted that the primary packaging was opened due to a weak seal. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary packaging of an unspecified quantity of clearlink continu-flo solution sets were damaged. The damaged packaging was discovered prior to use. There was no patient involvement. No additional information is available.